Manufacturer narrative:
(B)(4). The analysis results found that the tlc75 instrument was received sterile and in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received unfired and with the swing tab in the unlocked position. The instrument was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that after a right hemicolectomy procedure, patient re-admitted to the hospital in critical condition suffering from sepsis. Five days after the right hemi colectomy. Leaking fecal matter from the staple line, at every staples site. The abdomen is open with drains and packing in it to dry and get rid of the fluid. Patient is in critical care unit. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # m54k6n. Additional information: what is the current patient status? Unknown, was in critical care last week. What were the indications for surgery? Unknown. How was the anastomosis closed? Using the stapler, unsure of the specific anastomotic technique used. Which staple line are you referring based on the leak? Unsure. Where there any staple formation issues in the primary procedure? If yes, please explain. Think some of the staple lines crossed but nothing was noticed at the time of surgery to be wrong. Was the firing force higher or lower than expected? Same as usual. What color cartridges were being used? Tlc75 contains a blue cartridge, tlc100 contains a blue cartridge. Where were these cartridges used? On the colon. How was the leak corrected? Not leaking at time of surgery, they were using packing on critical care to control the sepsis. What medications was the patient on? Unknown. Did the patient have pre-existing conditions that could have impacted the patient's health/surgical outcome? Yes, but don¿t know exactly what they were. Please clarify the correct surgeon name. One synergy form lists mr. (B)(6).